Manufacturer narrative:
Date of event: additional information was requested from the reporter. No additional information was available. The device was evaluated, and the reported issue was confirmed. The air/water supply cap (water pipe) was loose due to external factors. The bending section cover bond was cracked due to external factors. There was insufficient force to secure the guide wire. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of normal due to the angle wire stretching. The suction cylinder was scraped due to external factors. The forceps plug cap had been scraped off due to external factors. The universal code was collapsed due to external factors. Dirt was difficult to remove on the universal cord due to handling (insufficient cleaning). Wrinkles were observed in the universal cord due to external factors. Water coverage was recognized on the electrical connector. Paint was peeling on the suction cylinder. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the pin was bent on the evis lucera duodenovideoscope at the water tank connection and could not be connected to the tank. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap. This report is to capture the reportable malfunction of the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 17 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling caused the defect. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.